Event description:
The event occurred on an unspecified date and involved a spinning spiros¿ where it was reported the spiros comes off the chemo pumps that they use, resulting in chemo spills of 5fu in patient's homes. There was an unprotected chemo exposure. It did come in contact with the patient or healthcare provider. No medical intervention provided, and the chemo spill cleaned up per facility protocol and a spill kit was used. The patient provided with home spill kits which have been returned to the unit for disposal. No patient harm. This report captures 2 incidents.

Manufacturer narrative:
The device(s) is reported to be available for evaluation however it has not yet been returned.

Manufacturer narrative:
Received one (1) used. List #011-ch2000s-c, spinning spiros¿; lot #14237151. The spin collar was observed to be activated. No damages to the shear tabs were observed. The reported complaint of a disconnection could be confirmed. The returned sample was observed to have the spin collar activated and disconnected from its mating device. The sample was tested and met product specifications. The probable cause of the disconnection is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/11/2025.